Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a recent supply change while using the ilet for approximately ten days, with glucose peaking at 340 mg/dl and remaining out of range for about four hours, and no device alerts occurred. Symptoms included headache and increased thirst. Outcomes included transient hyperglycemia that trended downward by the end of the call without the need for outside assistance or medical intervention. Investigation included standard troubleshooting and user education conducted remotely. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction or component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.